Manufacturer narrative:
A device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 12 aug 2011 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: ccd driver circuit board incorrect scope parameter, play in the up/down angulation knob, passed both wet and dry leak tests, nofluid invasion observed in the control body or the pve connector. The device was cleaned and disinfected, video image calibration performed and angulatin adjustment made and the device was returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer reported that there was dark imaging on the screen of a ec-3490li- video colonoscope. The timing and location of the observation are unknown at this time. There were no patient or user injuries, adverse events, delay, or medical intervention reported.